Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 612 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer stated that the day prior to the hospitalization they were at the doctor's office and the doctor was aware of the customer's high blood glucose. The doctor had advised the customer to administer additional injections. The customer followed the directions, but their blood glucose did not decrease, so they contacted their doctor and were advised by the doctor to go to the hospital. At the hospital, there were additional injections administered. The customer attributed high blood glucose to having gotten a steroid injection in their knee. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.